Event description:
It was reported the nurse found the arrow raulerson syringe (ars) leaking during use on patient. No patient harm was reported. The p atient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened cvc kit with multiple components, including an arrow raulerson syringe (ars) for evaluation. Signs of use were observed on the returned components. Visual inspection of the ars revealed the molded cannula separated from the syringe barrel. The plunger body was able to move normally, without resistance. The outer diameter of the molded cannula tip measured 2.135mm, which is within the specifications of 2.11mm-2.16mm per product drawing. The inner diameter of the syringe barrel measured 0.082", which is not within the specifications of 0.074"-0.080" per product drawing. This indicates that the syringe barrel is out of spec and therefore too large to hold the molded inner cannula. Functional inspection of the ars was performed per the instructions for use (IFU) provided with this kit which states "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The ars was not able to draw or aspirate water due to the detached cannula. A device history record review was not required as part of this complaint investigation. The customer report of a defective ars was confirmed through complaint investigation of the returned sample. Visual inspection revealed the molded cannula tip was detached from the syringe barrel. Further inspection revealed the syringe barrel inner diameter was out of specification. Based on these circumstances , the probable root cause for this complaint is supplier related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the nurse found the arrow raulerson syringe (ars) leaking during use on patient. No patient harm was reported. The patient's condition is reported as fine.